Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail on 2/16/99. Four days later, the ear was red, so the earring was removed. On 3/6/99 she sought medical treatment for infection and swelling of the ear piercing site, and was prescribed antiobiotics.